Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® volift¿ with lidocaine. The patient reported ¿pain and inflammation¿ at the injection site, with ¿palpable lumps and hard lips.¿ upon evaluation, ¿edema and nodules¿ were noted. The patient was treated with hyaluronidase. Event was ongoing.